Event description:
It was reported that during testing conducted by a manufacturer field service technician, the driver did not stop upon release of the activation trigger. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Corrosion was discovered throughout the motor. The socket was also damaged, which can result in the motor sending false-run signals.